Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation with the sheath still on the device. A visual inspection was performed and the sheath was bunched near the sheath hub and had buckling occurring at the distal tip of the sheath, indicating retraction issues. The balloon was not fully deflated. A burst was noted in the catheter shaft. The balloon was cut and the glue bullet was noted to be pulled into the distal end of the outer catheter shaft, collapsing the inflation/deflation holes. Therefore, the investigation is confirmed for the catheter shaft burst, as a burst was found in the shaft. The investigation for the retraction issue is confirmed, as there was damage to the sheath indicating retraction issues. The investigation for the deflation issue is confirmed, as the balloon was not fully deflated and the inflation/deflation holes were collapsed. Per the reported event details, the balloon was attempted to be ruptured by the health care provider by inflating and deflating, which may have led to the burst of the catheter shaft. Therefore it is possible that this caused the burst in the catheter shaft to occur. However, the definitive root cause for the identified catheter shaft burst could not be determined based upon available information. The likely cause of the retraction issue was the inability to deflate the balloon properly, leading to both the sheath and device needing to be retracted together, and the likely cause of the deflation issue is due to the collapsing of the inflation/deflation holes. However the cause of the collapsing inflation/deflation holes and the definitive root cause for the deflation and the definitive root cause for the retraction issue could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date 12/2021). (Device code 2524 replaced with 1074).

Event description:
It was reported that during an angioplasty procedure in the subclavian vein, the vessel ruptured. The vessel required treatment before the pta balloon could be re-inserted. After re-insertion, the pta balloon was allegedly unable to deflate. It was further reported that the device became stuck inside the sheath and was removed with the sheath as one unit. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date 12/2021).

Event description:
It was reported that during an angioplasty procedure in the subclavian vein, the pta balloon allegedly had difficulty advancing and caused the vessel to rupture. The vessel required treatment before the pta balloon could be re-inserted. After re-insertion, the pta balloon was also allegedly unable to deflate. It was further reported that the device became stuck inside the sheath and was removed with the sheath as one unit. Another device was used to complete the procedure. There was no reported patient injury.